Manufacturer narrative:
Based on the medical records provided and reviewed there was not an additional atrium mesh implanted.

Event description:
Based on the medical records provided and reviewed there was not an additional atrium mesh implanted.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number or sample was provided. This report is based upon allegations made in a potential lawsuit in which atrium medical would be named as a defendant. This report shall not be considered as an admission by atrium medical that the product described in the pre-suit claim and described herein is or was defective, or that it had any causal relationship to any injuries allegedly suffered by the claimant. Not returned.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced balled up mesh, infected mesh, incision and drainage of abdominal wall abscess, dense adhesions, placement of wound vac, placement of drain, pus and strangulated hernia repaired. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.